Manufacturer narrative:
(B)(4) date sent: 1/5/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a vaginal hysterectomy procedure the device locked up. It was unknown which firing this occurred on or if there was any cutting or stapling. A white gst reload was being used with no buttressing material. The customer attempted to use the powered reverse button and the manual override without success. The device was cut off of the patient's tissue, though it was unknown how. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56g49. The analysis found that one psee60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A gst60w cartridge reload was received loaded on the device. The cartridge reload was received partially fired 3/4. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the anvil. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.